Manufacturer narrative:
The reported events were failure to capture and device dislodged or dislocated. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Upon visual and x-ray examination, no anomalies were noted. Upon electrical testing, no indication of conductor fractures or internal shorts were found. The s-curve height was measured within specification.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation, the left ventricular (lv) lead exhibited loss of capture and confirmed via x-ray that it was dislodged. The lv lead was explanted on (B)(6) 2023, and the physician elected not to replace the lead. The patient was in stable condition.